Event description:
It was reported that the device alarmed channel error during an infusion of noradrenaline, running at 5mcg/min. Due to the event, the patient's systolic blood pressure reportedly increased from approximately 145 -150mmhg (within target) to 190mmhg. The clinician then switched the noradrenaline line to a different module and the affected was removed. The blood pressure was reportedly "settled" and no additional treatment was required.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarmed channel error during an infusion of noradrenaline, running at 5mcg/min. Due to the event, the patient's systolic blood pressure reportedly increased from approximately 145 -150mmhg (within target) to 190mmhg. The clinician then switched the noradrenaline line to a different module and the affected was removed. The blood pressure was reportedly "settled" and no additional treatment was required.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.